Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the instruments were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It is clearly visible that the instruments are in a desolate condition. The guides are worn out of insertion handle. The connection in mounted condition had clearance between aiming arm and insertion handle. Please note that these instruments were manufactured in year 2004 and shows heavy use during this period of time. We have to assume that multiple mechanical force well beyond its calculated design has been applied during using over these years, which resulted this occurrences. Visual inspection has shown that the instruments are in desolate conditions. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this aiming device is not punctual the holes lead into wrong direction. It was reported that it was used as it is written in the flyer, so they were using protection sleeve, yes they operated a nail in, different sizes were tried to match, and it was not punctual at any time. A 9mm 315 mm nail was used. It was stated that a 10-15 minutes delay occurred in surgery. This is report 2 of 5 for (B)(4).

Event description:
This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the patient¿s weight was documented as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.